Event description:
It was reported that the pt, implanted in 1998, was no longer able to hear with his cochlear implant since (B)(6) 2014. The pt was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.